Event description:
Boston scientific received information that this patient received an inappropriate shock for sinus tachycardia with t-wave oversensing while exercising on the elliptical machine. The primary sensing configuration was programmed with a 1x gain. A review of the episode report showed therapy delivered when the morphology changed due to double counting. It was recommended to further evaluate the primary and secondary sensing vectors while doing an exercise test to see if the morphology changes at higher rates in the secondary vector. When reviewing data files in the alternate vector, the amplitude was small, but with a 2x gain. The patient will be seen again in the upcoming week for an exercise test. Additional information was received that the patient performed an exercise treadmill test with their physician. The test was successful and the patient's device programming was changed. The sensing vector was changed from primary to secondary and from a 1x to 2x gain. The ventricular fibrillation (vf) zone remained at 240 and the ventricular tachycardia (vt) zone was increased from 190 to 210 bpm.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.